Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with an unknown mentor breast implant had experienced postoperative capsular contracture (grade unknown) on an unspecified side. The patient had undergone an explantation and replacement with unknown 275cc mentor gel breast implant. The implantation date and explantation date were estimated based on available information. Due to unknown implant type, this report has been defaulted to saline breast implant. If additional information is received, a supplemental report will be submitted as applicable.